Manufacturer narrative:
A ge representative evaluated the system and flashed the memory nodes and reloaded software. System operates as intended.

Event description:
Customer reported the system displayed a motion error during a case. No patient injury was reported.